Event description:
It was reported that during a lap nissen fundoplication procedure, the trocar was leaking pneumo. The case was completed with no patient consequence. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.